Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display whether she pressed bolus or sent information from her glucose meter to the insulin pump. She stated that she may have exposed the insulin pump to moisture by dripping sweat from her body onto the device. Whenever the customer pressed the act button, the screen went blank, and she could not see the main menu. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. No display anomaly was noted during button pressing. No moisture damage found on the electronics, motor, battery tube or vibrator assembly. The pump had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.